Event description:
A malfunction was reported on the customer's pump, but no significant events had occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The customer received instructions from technical support to reset the pump, which successfully resolved the issue without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support if the issue reappears.